Event description:
On 12/30/91, the subject total elbow replacement was implanted. On follow-up x-ray (dated 5/13/97), the axle that holds the ulnar and humeral components together was shown to be partially disengaged. On 5/14/97, the initial reporter notified co. On 7/2/97, the problem was corrected by revision surgery. The clip that holds the axle in place, as well as the humeral and ulnar components were left in situ. The axle, plastic bushing and plastic bearing were removed and replaced.